Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
During a routine follow up, this patients cardiac resynchronization therapy defibrillator (crt-d) was interrogated and revealed that the right ventricular (rv) lead threshold was greater than 5v at 0.4ms, the right atrial (ra) lead threshold was greater than 4v at 1.0ms and the left ventricular (lv) lead was stable (1.5v at 1.0ms). The acute rise in threshold was due to the ra lead displacement. During the reposition procedure, the ra lead helix retracted as expected and was repositioned, however would not redeploy after greater than 50 turns. The physician gained axillary access and implanted a new ra lead and extracted the existing ra lead. The rv lead was repositioned successfully, the helix retracted and it took greater than 30 turns to redeploy after repositioning. All measurements were acceptable. No additional adverse patient effects were reported.